Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that the device eroded into vagina. The patient underwent corrective operation on (B)(6) 2015. The patient went on to have a further removal surgery with (B)(6) 2015. The patient reported that they underwent another look for further mesh under the care of physician performed on (B)(6) 2016. The patient reported that approximately 2 cm is left under the pelvic arch. The patient reported that the mesh embedded into the bladder, embedded into the urethra which needed reconstruction, and stuck to the obturator nerve. The patient is now on permanent antibiotics from ongoing infections. The patient reported permanent pain, and over 53 hospital admissions from agonizing pain. The patient has had bladder fixed and had a birch colposuspension operation. The patient reported they were diagnosed with fibromyalgia and have constant chronic, pelvic, and leg pain and unable to work. The patient reported they still have a piece that has migrated into deep under pelvic arch in an almost impossible place to operate. The patient reported the physician is seeking advice from trauma surgeon to see if there is any way they can safely remove the remaining piece. The patient reported that this will be a life-threatening operation. No additional information was provided.